Event description:
Clinical report states patient revised for osteolysis and metal sensitivity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. B. Provided x-rays and patient records have been reviewed by depuy engineering. Osteolysis is confirmed based on the x-ray examination and written surgeon notes. That review did not however identify a root cause for the reported problems. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. B. Provided x-rays and patient records have been reviewed by depuy engineering. Osteolysis is confirmed based on the x-ray examination and written surgeon notes. That review did not however identify a root cause for the reported problems. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** (B)(6) 2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. There is no change to the above statement. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.